Event description:
A healthcare provider reported that they increased the patient¿s dose. Their reservoir volume was 9.7 ml and the low reservoir alarm volume was 2.0 ml. It said refill interval ¿zero days, low reservoir alarm date is (B)(6).¿ they confirmed they made a change to the reservoir volume when they were doing the dose change by accident. Troubleshooting resolved the issues. The medication used within the system was compounded morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039907r, implanted: (B)(6) 2000: product type catheter; product ID 8840, serial# unknown: product type programmer. (B)(4).